Event description:
It was later reported that a programming session was arranged for the patient on (B)(6) 2012 at (B)(6) hospital, however it was not known whether the patient went there or what the results were. Troubleshooting and patient outcome were unknown.

Event description:
Additional review clarified that the previously reported [the patient felt the data setting lower and wanted to arrange a reprogramming.] Referred to the patient felt that the device setting was low and wanted to have the device reprogrammed.

Event description:
It was reported that the patient felt the data setting lower and wanted to arrange a reprogramming. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).